Event description:
The customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 641mg/dl. The customer was experiencing unexplained high glucose for several days. The customer stated that she was treated with two cortisone shots before the call. Troubleshooting was performed. The programming, time, and date were correct. The customer stated that the infusion set was changed to resolve the issue. Ran a fixed prime and passed. The customer did not feel comfortable and requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.